Event description:
During the course of an evaluation of spacing devices, a defective spacing device was suspected. An e-z spacer, obtained directly from the MFR, was found to be "incompatible" with all metered-dose-inhalers tested. When the canister was depressed to release a dose into the spacing device, the medication sprayed to the side, not entering the device's holding chamber for inhalation. A second device was obtained for confirmation of these findings. The second device did not produce the same results. Upon inspection of the two devices, the first, defective device did not have the small hole to allow medication to enter the spacing device's holding chamber.